Event description:
During a surgical procedure in which a patient was in reverse orientation, the leg section of the table began to inadvertently lower, orienting the patient in trendelenburg. The head section of the table then fell out. Although the patient's head allegedly came into contact with the floor, no injuries were reported, and the surgery was completed without incident. The customer removed the table from service.